Event description:
It was reported that the patient experienced a shocking or jolting sensation after a position change. When she bent over, she felt a tingly sensation. She has fallen many times but not directly on the implantable neurostimulator area. She has never had therapeutic effect even though she could feel the stimulation. She was at home in good condition. Further information is being requested from the hcp.